Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. Unit properly connected to glucose sensor simulator. No lost sensor alarms noted. Unit received with broken battery tube threads.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the drive support cap is protruded. The customer doesn't recall pressing the call the cap while connected. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.